Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive results. There was no report of confirmatory testing. There was no patient impact. The following has been provided by the initial reporter: update receive from customer that the bottles were actually placed in the bactec but shortly triggered positive due to the sensor detachment. That is when they noticed the sensor being loose and media/blood underneath. The then incubated the bottles manually. No patient results were affected or reported out due to the bottles coming positive. Customer has reported finding three 442023 bactec bottles from lot 1252583 that the sensor is not fully attached to the bottom. One bottle the sensor is lifted up significantly and the others there was media/blood seeped under the sensor. The bottles were noticed after collection and before going in the bactec. The customer manual incubated the bottles and no patient results were affected by the issue. The customer states they will start inspecting the bottles prior to collection to insure they are not seeing any issues with the sensors before patient samples are inoculated. Bottles are stored at room temperature in their original boxes before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 01-apr-2022. H6: investigation summary: batch history record review was satisfactory. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect (i.e. Sensor adhesion and false positive) . No trend identified. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Retention samples could not be visually inspected/ tested for reported defect (i.e. Sensor adhesion and false positive). Photos and customer returned samples were received. One out of two photos provided showed a sensor adhesion defect. Returned good samples was visually inspected for sensor adhesion with satisfactory results. Returned goods were tested for false positive defect with satisfactory results. Complaint is confirmed for sensor adhesion defect based on photos received. Complaint is unconfirmed for false positive based on batch history record review and returned good samples. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate sensor adhesion complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive results. There was no report of confirmatory testing. There was no patient impact. The following has been provided by the initial reporter: update receive from customer that the bottles were actually placed in the bactec but shortly triggered positive due to the sensor detachment. That is when they noticed the sensor being loose and media/blood underneath. The then incubated the bottles manually. No patient results were affected or reported out due to the bottles coming positive. Customer has reported finding three 442023 bactec bottles from lot 1252583 that the sensor is not fully attached to the bottom. One bottle the sensor is lifted up significantly and the others there was media/blood seeped under the sensor. The bottles were noticed after collection and before going in the bactec. The customer manual incubated the bottles and no patient results were affected by the issue. The customer states they will start inspecting the bottles prior to collection to insure they are not seeing any issues with the sensors before patient samples are inoculated. Bottles are stored at room temperature in their original boxes before use.